Event description:
It was reported to tyco healthcare/kendall on june 2, 2006 that a customer had a problem with a kangaroo epump. The customer states, the feed was not passing through the tubing; as a result, no feedings were delivered. The insulin gtt was still infusing, resulting in a cbs of 59. The pump did not alarm or alert that feedings were interrupted or not infusing. The insulin gtt was turned off and feeding bag/tubing changed with no further interruption.

Manufacturer narrative:
Spoke with risk analyst, on june 26, 2006. Per louise, the pump was evaluated by their clinical engineering dept and the condition could not be duplicated. The pump was returned to use in the hosp finding no failure in the pump.